Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent vibration output.the receiver was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Manual vibration testing and was performed and passed. Functional testing was performed and passed relevant testing. The receiver was opened and an internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.